Event description:
It was reported that the patient experienced pain post operatively. The patient underwent a revision surgery in which the implant was removed and additional fixation was implanted. There was no information provided regarding implant malfunction.

Manufacturer narrative:
Information was entered in error into h3: there are no changes from the initial report. Additional information in d4: UDI number, h4, and h6: method, results, and conclusions). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The labeling was reviewed and found to contain post-operative instructions.

Event description:
It was reported that the patient experienced pain post operatively. The patient underwent a revision surgery in which the implant was removed and additional fixation was implanted. There was no information provided regarding implant malfunction.

Manufacturer narrative:
Additional information d4: catalog number and lot number. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced pain post operatively. The patient underwent a revision surgery in which the implant was removed and additional fixation was implanted. There was no information provided regarding implant malfunction.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced pain post operatively. The patient underwent a revision surgery in which the implant was removed and additional fixation was implanted. There was no information provided regarding implant malfunction.